Manufacturer narrative:
(B)(4). Date sent: 3/18/2026. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: this cartridge was used during vats lung resection. The staple line was complete. There were no bleeding or leakage. All pieces were retrieved. No additional treatment was performed, and the patient is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the same issue happened for both devices? If not, please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did any piece break off of the device? Did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a vats lung resection laparoscopic procedure, after firing, it was found that there was a green piece to the staple line, and a green piece was retrieved. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60g reload was received fully fired and one green plastic fragment were received. The green plastic fragment was approximately 1.5 mm in size. Upon further inspection, the reload was found to have damaged on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck and causing the green plastic fragment observed. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. D4: batch # unk. Additional information was requested, and the following was obtained: did the same issue happened for both devices? The two cartridges were observed at sukagawa site, and one of them was found to be damaged. If not, please explain in detail what was the issue with the device. Thre was no problem in the other one. Was the firing sequence started but not completed? No, it was completed. If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Yes, if yes, was the cut line complete? Yes, if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unk. Was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was the plastic portion of the cartridge damaged? Yes. Was the metal cartridge pan separated from the plastic portion of the cartridge? No did any piece break off of the device? Yes, did it fall into the patient? Unk. Did retrieval alter the procedure in any way? No if yes, please explain.